Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. The reporter indicated that the pump display screen had been fading for 3 weeks. The reporter indicated that the battery was changed but the issue did not resolve. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 07/11/2013, device evaluation: the display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly without discoloration.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.